Manufacturer narrative:
The airis ii is a 0.3t open MRI. Acoustic tests were done on (B)(4) 2011 using the same 12 scan sequence protocols used on the complaining pt. The noise levels were measured in two places that simulated the placement of the pt's head in both head first and feet first positions. Average acoustic noise measurements (dba) ranged from 77.2 to 91.7 dba. Measured noise average 85.8 dba at the c-spine position and 79.3 dba at the lumbar position. The sequence time varied from 5 to 5.5 minutes apiece, so total active scan time was approx 1 hour. There are normal pauses between scan sequences and the pt was repositioned mid-exam, so the noise levels were not continuous. Peak noise topped out at 99.8 db. There was no indication of a system malfunction. The tests show that the airis ii in question operates below the normal operating mode threshold for average and peak acoustic noise of 99 dba average, 140 db peak, established by (B)(4) and recognized by FDA in the "guidance for the submission of premarket notifications for magnetic resonance diagnostic devices". The guidance states that "the normal operating mode is considered safe for all pts, regardless of their condition." Based on the available evidence, hitachi does not believe that the airis ii was the root cause of the pt's alleged injury but cannot rule out that it was a contributing factor.

Event description:
On (B)(6) 2011, a pt was scanned on the hitachi airis ii MRI system. The pt received a c-spine exam and a lumbar exam. The pt was placed head first for the c-spine and then feet first for the lumbar scan. The exam was completed without issue and the pt left the facility without comment or complaint. On monday, (B)(6) 2011, she awoke and found blood on her pillow and was bleeding from both ears. The bleeding continued through the weekend according to the pt. The pt did not go to the emergency room or see a physician during the weekend. On monday, the pt saw the chiropractor who ordered the MRI exam and she stated that the chiropractor believed that she had ruptured eardrums and that it was caused by the MRI. The site could not examine the pt to assess the injury nor did they get confirmation from the chiropractor regarding his claim. The site has no evidence that the pt was treated for her condition. They requested that she see a medical doctor but have no evidence that she did. The scan was performed without earplugs, but the technologist placed pads over the ears to hold the pt's head position for the c-spine scan.